Manufacturer narrative:
(B)(4). Batch # m9218c. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the probe was being used for mobilization of the omentum and the probe did not cut properly during the surgery. After few seconds, instrument error occurred in the machine. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # m9218c. Additional information: procedure was gastrectomy. Investigation summary: the device was returned with the upper jaw detached and not returned and I-blade upper tip was broken (lifted). The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. Therefore, we were unable to investigate further the transection issue and instrument error reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.